Event description:
It was reported that on (B)(6) 2024 the patient had a tumor and was using an implanted port for infusion. The port needle was used to replace a superficial vein. On (B)(6) 2024, redness and pain were found around the port needle in an area of 1 cm. Remove the needle, dressing, and film and continue to observe the surrounding skin condition. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.